Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The low battery alarm was identified during the alarm log review and functional testing as an f-6 (low battery voltage (10.4v or less) was detected) alarm. The cause of the condition was determined to be damaged battery. Additionally the latch roller and the clamp rubber were found damaged by normal use. To correct the condition, the main battery, the latch roller and the clamp rubber were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.